Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. To resolve the issue, the fsr replaced the display assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has fluid ingress on screen and does not respond to input. At this time, there is no information regarding patient involvement associated with the reported event.